Event description:
It was reported a spectrum infusion pump had a constant downstream occlusion alarm. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the constant downstream occlusion alarm. The evaluation found the downstream sensor readings to be out of specification (high) and likely caused the reported symptom. The device was reworked to correct this condition.